Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a connection issue in which the dexcom g7 continuous glucose monitor (cgm) was connected to the dexcom app but not connected to the ilet, resulting in signal loss to the ilet only; education was provided to disable the phone¿s bluetooth to force reconnection to the ilet and allow additional time for pairing. Customer care provided support that included guided troubleshooting to restore the cgm-to-ilet communication link. Investigation of this case revealed a communication disruption consistent with bluetooth connectivity interference between the cgm sensor and the ilet, with resolution steps focused on re-establishing the device-to-device link. No adverse health effects during the event reported. Outcomes included no need for medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user device environment and connectivity behavior leading to temporary signal loss.